Event description:
The user facility reported that during a patient procedure, user facility personnel commanded their 7080 surgical table into reverse trendelenburg and the table's foot section "dropped quickly" to the floor as well as the head section. The patient was transferred to another table where the procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 7080 surgical table. During follow-up with user facility personnel, he was informed that when the table was commanded into reverse trendelenburg, the leg section became obstructed by a stand, subsequently causing the base of the table to come off the floor resulting in the reported event. The technician tested the function and operation of the 7080 surgical table and confirmed it to be operating to specifications. The technician also confirmed that no damage was noted to the table. The operator manual states, "warning - personal injury and/or equipment damage hazard- failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." A steris account manager offered in-service training on the proper use and operation of the 7080 surgical table specifically, the importance of ensuring equipment is clear of the table during articulations and is awaiting a response. The 7080 surgical table was returned to service.